Event description:
It was reported this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique via a 7f sheath hole and 8f sheath hole prior to an interventional atrial fibrillation (af) ablation procedure. The vein had heavy scar tissue. Reportedly, a cuff miss occurred with two proglide devices attempted in the 7f hole access site. The physician decided that post closure would be done in the 7f access site after the two proglide devices had cuff misses. A second access site was made in the rcfv and an 8f sheath was used. The suture of one proglide device was successfully pre-placed in the 8f hole access site in the rcfa. An attempt was made with a second and third proglide device; however a cuff miss occurred with both devices. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f sheath and the af ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. One proglide device was used to successfully achieve hemostasis in the 7f access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional proglide devices referenced are filed under separate medwatch report numbers.